Event description:
User facility reported device was in use with patient for an unknown amount of time when the device alarmed. Following use of device the patient's skin was burned. No further information provided to date. Additional details have been requested.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.